Event description:
The system controller was exchanged for the patient without any complications. The old controller was said not to be retiring to abbott.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller power cable was confirmed via customer submitted photo. Log files were reviewed for the reported event date (B)(6) 2024. There were no irregular alarms or faults active on the reported event date. Additional information provided by the customer states that the team performed a controller exchange without any complications, and no device would be returning for further analysis. A root cause for the reported event could not be determined off the information provided. The device history record for the system controller (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 instructions for use section 2 ¿ "system operations" and heartmate 3 patient handbook section 2 ¿ "how your heart pump works" cautions the user to not twist, kink, or sharply bend the system controller power cables. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that part of the patient's power cables were frayed. Log files were submitted for review. There were no unusual events recorded in the log file event history. The frayed leads had not interfered with the equipment operation at the time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.